Event description:
The patient received two leads with the same lot number. It was reported the stimulation was auto-reducing and reprogramming was performed. Follow up identified the physician replaced one of the patient's leads. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.